Event description:
In 2009, during a surgical case, the anesthesia machine was not registering the correct o-2. The unit was switched from auto to manual then back to auto. When it was switched back to auto, the machine froze and would not do anything and the pt on the table had to be hand bagged to finish the case. The unit was removed from service immediately. The ge/datex service representative was onsite two times to repair the unit. Patient's surgery was completed and did not have any adverse outcome.